Event description:
It was reported that a continu-flo solution set leaked; medication ran up the solution set and the line was found disconnected from the port site. This was observed during patient infusion with propofol at the start of a procedure. The patient's intravenous (IV) line was attached to a y-connector and then the continu-flo solution set, running lactated ringers. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 lot #: the suspect lot was one of the following: r25h26109, r25h26031, r25h09048. D4 expiration date/UDI #: suspect lot r25h26109 has an expiration date of 08/27/2027. UDI # (B)(4). Suspect lot r25h26031 has an expiration date of 08/26/2027, UDI # (B)(4). Suspect lot r25h09048 has an expiration date of 08/11/2027, UDI # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: suspect lot r25h26109 was manufactured in 8/28/2025. Suspect lot r25h26031 was manufactured in 8/27/2025. Suspect lot r25h09048 was manufactured in 8/11/2025. H11: the actual device was received for evaluation. A visual inspection of the sample showed a detachment of the luer activated valve from the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.